Event description:
A new extracorporeal photopheresis (ecp) device was reprimed with a ecp cell ex kit lot # z309/277 with cell ex instrument (B)(6) to treat a pt whose first treatment today was aborted due to air in the collection line. The treatment proceeded without incident until approximately 1300 ml whole blood was processed. At that time, we began to get air detected alarms and noted a significant amount of air in the return line. The line was clamped before air could reach pt. We were unable to remove air from the line or clear the alarms. We also noted the filter in the tubing organizer was full of air and foamy. The treatment was aborted due to the inability to solve the above mentioned problems and the probability that the air was nonsterile. The pt remained asymptomatic and the vital signs and pulse oximeter remained stable. A stat complete blood count was sent and the hematocrit level dropped from 33.6 to 31.5. Okay per md (bmt) to discharge patient to home.